Event description:
It was reported that device detached from its tubing and the device kept on blinking green.

Manufacturer narrative:
Device was not evaluated due it was not returned for investigation. Investigation results: we have now concluded our investigation into this complaint. As of today, no sample for this complaint has become available. Without a sample we are unable to progress our investigation or confirm the details supplied in this complaint. If the sample becomes available in the future, this case will be reopened. If excessive force is put on any part of the tubing that leads from the pump to the dressing, the connectors at either end are designed to disconnect from the tubing. This is a safety feature to prevent the dressing potentially being pulled from the wound site. During the manufacturing process the dressings and their components are tested to ensure their performance meets the required standard, these tests include the filter, port and tube are all securely attached and leak free. The pump monitors the level of air leaks into the dressing ¿. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder and more regular than normal buzzing whilst ok light is still flashing).after a period of time if it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.